Event description:
Per the clinic, the patient experienced skin flap necrosis resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.